Manufacturer narrative:
N/a

Event description:
The following has been reported: some keys are not working. Remarks: upper case. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Duplicate of complaint (B)(4).